Event description:
It was reported that patient underwent an arthroscopic bankart procedure utilizing a soft tissue anchor device on (B)(6), 2011. During insertion, the tip of the inserter fractured. It was confirmed through radiograph that a fragment was retained in the patient's glenoid bone.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "do not use excessive force when inserting the device. Excessive force may cause damage to the device and/or adversely affect its performance." The user facility was notified of the event on (B)(4), 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed (B)(4), 2011.